Manufacturer narrative:
The customer has exhausted lot 23-244-v. Customer to send in the leftover pcr products, the assayed plates, and a few dna samples of concern for further evaluation.

Event description:
Customer reported performance issues with the several precisetype hea beadchip kit plates on lot 23-244-v. Multiple low signal (ls), indetermined call ( ic) and no type determined (ntd) calls were observed.

Event description:
Customer reported performance issues with the several precisetype hea beadchip kit plates on lot 23-244-v. Multiple low signal (ls), indetermined call ( ic) and no type determined (ntd) calls were observed.

Manufacturer narrative:
The customer has exhausted lot 23-244-v. Customer to send in the leftover pcr products, the assayed plates, and a few dna samples of concern for further evaluation. Initial MDR was submitted on 18april2024. Follow up 001 MDR submitted on 30august2024.